Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result (health effect - clinical code,health effect - impact code). Additional information: h4: device manufacture date.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image-plug into processor, get message check connection #12" involving pentax model ec34-i10l/serial (B)(4). No further information was provided. Pentax has made 3 good faith effort attempts to collect additional information from the facility. No further information has been received to date. The device was returned to pentax. Pentax service inspectional findings included: air/ water socket cylinder o-ring chipped, passed dry/wet leak tests. The customer complaint was not confirmed. Repairs were performed on the device which included replacement of the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. The device was shipped back to the facility. The device has been routinely serviced by pentax since install.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec34-i10l is classified as import for export, therefore 510k is not applicable. Pentax same model ec34-i10l-us is distributed in the USA with 510k k131855.